Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary: one loose 0.3ml bd insulin syringe along with two images were returned. It was observed that the needle hub was not fully seated on the barrel. While the needle hub has not fully separated from the barrel of the syringe, it is raised from the connector in a manner not intended. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated. The following information was provided by the initial reporter: the animal owner states that when removing the orange shield the needle with the shield was separated from the barrel.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated. The following information was provided by the initial reporter: the animal owner states that when removing the orange shield the needle with the shield was separated from the barrel.